Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. (B)(4): a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the phaco fx ellips handpiece became clogged during surgery. A description from the surgery center indicated there was clogging during the fragments. The surgeon stopped to flush out the handpiece, however, the handpiece was still clogged. The flushing of the handpiece was attempted once again, and handpiece continued with the clog. On the third attempt to resolve, the tubing pack was replaced, and the issue was resolved. The surgeon¿s comments were that this event was problematic to continually to exit/enter with the iris prolapse as it was a small pupil with some iris prolapse and already a difficult case from the start. The procedure was completed, and no patient injury reported. It was reported the handpiece will not return for evaluation and the tubing pack will be returned.